Event description:
Consumer called in about plackers interdental brushes mint blast. They work well in the tooth area but she cant get through her whole mouth without the brush breaking off. Its expensive to use only one without it breaking. Product was not returned for review.